Event description:
The event is reported as: during the vaginal hysterectomy procedure the physician was trying to place a stitch using the capio and suture device. The needle tip separated from the suture and fell off in the pt. The needle tip remains in the pt and it was verified by x ray. The physician decided to leave the tip in place. No pt injury reported.

Manufacturer narrative:
No sample is available for the MFR to evaluate. Eval results - no device returned and no lot number. Conclusions - device not returned and no conclusion can be drawn.